Event description:
It was reported that the extension lines are kinked. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05280. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
Other text: additional information added to h3, h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Eighteen (18) physical samples decontaminated were returned for evaluation; the samples were analyzed. The samples were observed with marks in the tube (clamp mark). The root cause of the reported issue was found to be the clamp was closed or manipulated during manufacturing process and this origin the pinch marks found in the tube and production personnel did not detect the damage of the unit. Actions were taken to mitigate the reported issue: awareness notification was made to production personnel in order to explain the importance to adherence or following the procedure.